Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to genuine stress urinary incontinence and cystocele. It was reported that patient underwent sling uretropexy along with transvaginal hysterectomy, bilateral salpingo-oophorectomy, cystocele, rectocele and enterocele repair, sacrospinous colpopexy, anterior & posterior colporrhaphy, and colpoperineorrhaaphy on (B)(6) 2012. It was reported that patient underwent anterior colporrhaphy with sling adjustment due to urinary retention on (B)(6) 2012. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, infection, recurrence, urinary problems, dyspareunia, vaginal scarring, and incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urethral stricture.it was reported that the patient underwent abdominal sacrocolpopexy, lysis of bowel adhesions from the tubes and the ovaries, abdominal enterocele repair, removal of failed device from the abdomen, sling urethropexy, urethral lysis, cystocele repair, anterior colporrhaphy, rectocele repair, posterior colporrhaphy, and colpoperineorrhaphy on (B)(6) 2013 by (B)(6) at gynecologic and reconstructive surgery, (B)(6).